Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. As a result of the auto-bolus, customer's blood glucose (bg) level lowered to 32 mg/dl. The visited the emergency room and was treated with sugar water which resolved the issue. The customer was released the same day with no permanent damage.